Manufacturer narrative:
Corrections: d4 - primary UDI number h4 - device manufactuing date added. One device was returned for evaluation. A visual test & functional test could not duplicate the customer's reported problem. The root cause is unknown. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an over-temperature alarm, and the machine shut off on its own. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D4. The reported serial# (B)(6) was not found for the reported catalog# hl-90jp. Therefore, h4. Manufacture date is unknown; no information has been provided to date. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.